Event description:
It was reported that during a da vinci si surgical procedure, the mega suturecut needle driver instrument was noted to have frayed wires. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the one grip close cable was broken at the distal idler. The idler pulley spins freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Engineering evaluation also found that there was an indentation on the edge of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.